Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified the weight of the device within specification, creases fold, wear abrasion. Gel was observed to be cloudy after autoclave cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional confirmed capsular contracture, baker grade IV and additionally reported "palpable implant fold/crease pre-op." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device remains implanted.